Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the manual tube release is badly sticking when it is being reset was neither confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. This is involving a pump with software version 7.01.00 which is categorized as a colleague p1.7. A device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. Specifically, the pump failed 'accuracy reading'. The pump head module was recalibrated and the pump passed subsequent testing. A service history review revealed that this device has not been serviced prior to this event.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter great britain to report a colleague infusion pump that the manual tube release is sticking when reset; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.